Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The t:slim g4 pump user guide states: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer reported being connected at the site while the tubing was being filled. The customer acknowledged and confirmed that they intentionally did not disconnect from the pump as they intended to administer insulin. The customer's blood glucose level was at 150 mg/dl, and reported doing "fine". Reportedly, the customer had manual insulin injections available as alternate insulin therapy.